Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that a reboot of the system seems to resolve the issue. Software analysis will be carried out under another case. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site is unable to take 2d shots for alignment for a confirmation spin during the case. They would press the button on the hand switch an nothing would happen, no error message would occur. They took the system out of the room and decided to continue with another imaging system for confirmation. Technical services recommended that the site attempt to use foot switch, however they restarted the system and upon reboot, the image acquisition system (ias) said "initializing system, please wait" and could not proceed (documented in case (B)(4)). There was a reported delay of less than one hour and no known impact on patient outcome.